Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that their facility had seen an increase in occlusions for one-link needle-free IV connectors, after the facility transitioned from a non-baxter connector to the baxter connector. This increase was noted after a study of IV connectors had been performed by the facility. No additional information is available.